Event description:
A pharmacist alleged that the customer performed a control test and received a result of "lo". A normal control range was not provided, but should be around 90-124 mg/dl. No adverse events were alleged. The customer was on the other line while the pharmacist was talking to customer service, but she ended the call before any more information could be obtained. No product will be returned for evaluation.